Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018 the ax1375bif ancillary, headband/sweatband ul plus bi module went dim a few times before the plastic on the underside of the module overheated and melted. It is unknown if there was any patient contact, or a surgical delay, however, there was no patient injury/death alleged. Request for additional information has been sent.